Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to deformation of the pin of the board which led to defective connection and intermittent image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: housing front part and top cover had scratches and discoloration; and the picture keeps going in and out it's not making good connection with the camera and deformed foot switch connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the visera elite ii video system center, connector issues the picture keeps going on and out, it's not making good connection with the camera. The issue occurred during procedure. The procedure was unknown. There were no reports of patient or user harm associated with this event.